Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified second posterolateral segment. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at rated burst pressure within 15 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.